Event description:
The customer contacted baxter's service center regarding a check patient line alarm, which occurred on the home choice (hc) during initial drain. The home patient (hp) stated that there was air in the patient line. The technical service representative (tsr) had the hp end therapy and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp. The hp was having difficulty remembering the incident and could not provide any details.

Manufacturer narrative:
(B)(4). This complaint for air in patient line (without alarm) was not confirmed. The cause was not determined. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed.